Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that unstable speed occurred. A rotapro console was selected for use. At an unknown time during the event, the device was observed to be running at a higher rpm than normal.